Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument and performed failure analysis. The suction irrigator instrument was analyzed and found to have a broken tip at the distal end. The broken piece was not returned. A review of an image provided of the instrument was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). According to the cde, the suction irrigator instrument is missing it¿s tip and it is confirmed that tip would not show up under x-ray due to the material composition.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the tip of a suction irrigator instrument fell off inside the patient. The tip was never found. An x-ray test was completed, and the tip was not found. An intuitive surgical, inc. (Isi) technical support engineer (tse) stated that the piece would not show up on x-ray due to the plastic material the tip was made of. The procedure was completed. Isi followed up with the initial reporter and received the following additional information: the suction irrigator instrument was inspected prior to use, with no damage noted. The suction irrigator instrument was in the left pelvic wall, behind the sigmoid colon when the issue occurred. The suction irrigator instrument was approximately 2 hours in use prior to the issue. The surgeon did not mention any issues regarding the instrument during the surgical procedure. The instrument fragment did not fall inside the patient during an instrument tip / accessory collision. The instrument was not removed prior to the breakage. The surgeon did not feel any resistance when the instrument was removed. There was no damage to the cannula. After the breakage it was noticed that suction irrigator instrument wires were coming out. The fragment was not retrieved. A mini-open procedure was performed to look for the missing instrument tip, and a hand-assisted port was used as well. An x-ray was performed as well, but the instrument tip was not found. The procedure was completed robotically. The patient was kept overnight for observation and discharged the next day with no issues.